Event description:
Patient's mother called to report that they have been experiencing air in line in patient's milrinone infusion off and on for about 18 monhts. The curlin pump typically does not alarm when "an air bubble a foot long or more" is present in the tubing, and the air bubble often passes the air-elinating filter and reaches the patient's PICC line. To clear the air, the IV tubing is disconnected, often multiple times a day, to prime out the air - which increases risk for infection. At times, the air bubble reaches the patient's PICC, necessitating pulling back the air from the PICC and then flushing the line, which results in the patient missing multiple hours' worth of her milrinone. Mother states she has spoken with homecare pharmacy multiple times, but have never been able to remedy the situation by switching out pumps, changing who primes (pharmacy vs. Nurse at home), changing priming technique or changing filter/pump position during infusion. Pt's mom is concerned about the number of disconnections and her daughter not getting her milrinone. I spoke with staff in homecare pharmacy and requested that homecare provide patient with a different type of tubing and/or filter immediately. I was informed that pharmacy would check with nursing and get back to me.